Manufacturer narrative:
D10: 01-030-01-0450 - alt cup clstr g4 sz 50: (B)(6) 170-36-03 - biolox delta femoral head 36mm od, +3.5mm: (B)(6) 188-01-03 - wedge plasma x/o sz 3: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 3 years and 1 month post the initial right total hip arthroplasty, and following multiple dislocations and pain, the patient was revised due to instability and the recalled liner was removed. Stability of the acetabular component was checked and found to be adequate and stable. A hip aspiration demonstrated no growth on culture and was not indicative of infection. The patient was discharged home with home health.